Manufacturer narrative:
The device was received for evaluation on 1/10/24. The device logs were downloaded and reviewed. The customer¿s complaint that the device shut down / stopped infusing while running on dc power was confirmed. The logs confirmed the following: on (B)(6) 2023 @ 16:25 device is switched to dc power. \ on (B)(6) 2023 @ 16:52 device alarms with both n58 low battery and n252 depleted battery. When the device experiences a depleted battery alarm the infusion is stopped until the device is plugged into ac power and resumed. Performed battery operational checkout. Recharged the battery for a minimum of 8 hours. Recharge battery start time (B)(6) 2024 @ 20:52. Recharge battery stop time (B)(6)2023 @ 12:42. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device alarms with low battery n58 and depleted battery n252 on (B)(6) 2024 @ 13:27. Device also experiences bad charge counter incremented. Device failed battery operational checkout roughly 45 minutes into the infusion. Replaced the battery and pressed change battery softkey. Reran the battery operational checkout. Recharged the battery a minimum of 8 hours. Recharge battery start time (B)(6) 2024 @ 13:39. Recharge battery stop time (B)(6) 2024 @ 09:32. Programmed device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed the battery operational checkout. Device ran a total of 7 hours and 1 minute. Probable cause is defective csb battery. Device list number 30010-04-83 serial number (B)(6). Single list UDI.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser where the customer reported that the pump failed/shutdown during use on a patient. It was reported that the pump was tested and logs verified. There was patient involvement and unknown human harm reported.